Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver failed to will boot and charge due to perpetual rebooting. Open receiver, detached ui pcba, and retrieve the receiver download: passed. The share log review shows a loss of connection in the log. The reported event of loss of connection was confirmed. The root cause could not be determined.